Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant ntpro-bnp results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant ntpro-bnp results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant ntpro-bnp results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant ntpro-bnp results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant ntpro-bnp results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant ntpro-bnp results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant ntpro-bnp results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant ntpro-bnp results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant ntpro-bnp results is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant low immulite 2500 ntpro-bnp results were obtained on ten (10) pt samples. The discordant results were reported, but questioned by the physicians. All results were repeated. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ntpro-bnp results.

Event description:
Discordant low immulite 2500 ntpro-bnp results were obtained on ten (10) pt samples. The discordant results were reported, but questioned by the physicians. All results were repeated. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ntpro-bnp results.

Event description:
Discordant low immulite 2500 ntpro-bnp results were obtained on ten (10) pt samples. The discordant results were reported, but questioned by the physicians. All results were repeated. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ntpro-bnp results.

Event description:
Discordant low immulite 2500 ntpro-bnp results were obtained on ten (10) pt samples. The discordant results were reported, but questioned by the physicians. All results were repeated. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ntpro-bnp results.

Event description:
Discordant low immulite 2500 ntpro-bnp results were obtained on ten (10) pt samples. The discordant results were reported, but questioned by the physicians. All results were repeated. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ntpro-bnp results.

Event description:
Discordant low immulite 2500 ntpro-bnp results were obtained on ten (10) pt samples. The discordant results were reported, but questioned by the physicians. All results were repeated. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ntpro-bnp results.

Event description:
Discordant low immulite 2500 ntpro-bnp results were obtained on ten (10) pt samples. The discordant results were reported, but questioned by the physicians. All results were repeated. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ntpro-bnp results.

Event description:
Discordant low immulite 2500 ntpro-bnp results were obtained on ten (10) pt samples. The discordant results were reported, but questioned by the physicians. All results were repeated. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ntpro-bnp results.

Event description:
Discordant low immulite 2500 ntpro-bnp results were obtained on ten (10) pt samples. The discordant results were reported, but questioned by the physicians. All results were repeated. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ntpro-bnp results.

Event description:
Discordant low immulite 2500 ntpro-bnp results were obtained on ten (10) pt samples. The discordant results were reported, but questioned by the physicians. All results were repeated. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ntpro-bnp results.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant ntpro-bnp results is unk. The instrument is performing within specifications. No further eval of the device is required.